Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in an endovascular therapy. During procedure, at first inflation, it was noted that the balloon ruptured. However, it was further reported that all components were simply and completely removed without problems. The procedure was completed with another of the same device. No patient complications reported and no problem on the patient's condition post procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer. Pcb 5.0/2.0/90 was returned for analysis. The following attributes were considered during analysis: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in an endovascular therapy. During procedure, at first inflation, it was noted that the balloon ruptured. However, it was further reported that all components were simply and completely removed without problems. The procedure was completed with another of the same device. No patient complications reported and no problem on the patient's condition post procedure.